Event description:
The integra sales specialist had a 23 khz cusa tube set retuned to him. The set contained a foreign object: a piece of glove was underneath the sterile tray. No other information was provided regarding patient contact or injury. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01 sep 2016. Failure analysis is not possible since the complaint unit has not been received for evaluation and no picture was provided by the reporting facility. As part of the investigation, cusa manifold tubing manufacturing area was visited. It was noticed that white and blue gloves are used in the manufacturing area. However, each manufacturing operation of cusa manifold tubing was inspected and no operation was found in which a punctured glove could be possible. Device history record (DHR) of manufacturing lot 1161312 of cusa, 36 khz manifold tubing set, was reviewed. According to the DHR review, no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. Nonconformance, scar and CAPA reports were also reviewed but no similar conditions have been reported from 08/02/14 to 08/02/16 for the cusa manifold tubing set products. No patient harm was reported as part of this incident. No similar complaints related to ¿foreign object¿ have been reported for the fg lot 1161312. This is the first time a complaint related to the condition ¿a piece of glove was underneath the sterile tray¿ is reported. After reviewing the complaint system from 08/02/14 to 08/02/16, six (6) complaints related to ¿foreign object¿ (including the complaint being investigated) have been reported in the cusa manifold tubing family at integra lifesciences pr facility. Approximately (B)(4) units of cusa excel tubing set products have been shipped for sales purposes from 08/02/14 to 08/02/16, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints in this category (6) by the number of units shipped for sales purposes of the cusa excel units. Conclusion: the failure analysis of complaint unit is required to determine the definite root cause of the reported condition. Therefore, it is not possible to determine a root cause for the reported condition at this time. The reported condition could not be confirmed based on the information provided by the reporting facility since complaint unit has not been returned for evaluation and no pictures were provided.